Event description:
Information provided to the manufacturer states that the user met resistance when catheter through wire and when pulled out, the wire was kinked. A part of the wire remained in the tissue. Information provided stated that the patient was transferred to another hospital with surgery to remove the wire. Patient outcome was not provided by the reporter. Note: manufacturer requested clarification on this event regarding catheter through the wire, but no response (B)(6) 2013.

Manufacturer narrative:
(B)(4). No product was returned; however, a review of complaint history, review of qc, and a review of trends was performed during investigation. This device is inspected 100% for bends, kinds, adequate joint strength, correct outside dimension and other surface imperfections during manufacturing and again, prior to transport. In addition each wire guide comes with an attached caution label or note in IFU which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible caused to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis. In the absence of additional information a root cause cannot be determined. As a result of previous complaints and with a goal of improving the product performance a corrective action/preventative action has been issued to address the issue of separation with this product.